Event description:
According to the reporter: during removal of gall bladder, the bag tore apart from the ring. The second bad used did the same thing, but the issue was resolved. No pt injury was reported.